Event description:
It was reported: pt fell while jogging. Due to this event, both spinal rods were broken. Doctor did not remove rods, instead added connectors to strengthen the construct.

Event description:
This is a correction and supplement of the reported adverse event from 2005 for med device report 1649384-2005-00017. It was reported that a pt sustained a fall with resultant breakage of spine rods. It was stated that the surgeon did not remove the rods, however, three screws and the broken portion of the rod was in fact removed and crosslinks were applied to support the remaining hardware. Post operative x-rays were not available for review. Pre-operative copies of x-rays were available for review.